Event description:
Original shoulder replacement with lima smr reverse shoulder using 36 mm glenosphere component completed on (B)(6) 2012. Joint dislocated during first (B)(6) weeks post-op; initially treated with closed reduction under anesthesia. Continued instability of joint; subsequently revised with a larger glenosphere component (40 mm) on (B)(6) 2012.

Manufacturer narrative:
The following reports the steps of the investigation performed by limacorporate. We only received a brief description of the event and the lot number of the glenosphere involved. A check of the DHR of the explanted glenosphere did not show any anomaly which could have contributed to this early dislocation. By this check we only found a slight anomaly on the circularity of the sphere, which could not affect the functionality of the device. The complaint source confirmed that further info (eg explants, x-rays) will not be available for investigation.